Event description:
When the tubing was placed on the pump, the pump continuously alarmed "occluded;" when the tubing was removed from the pump, the plunger in the cassette would not depress to allow a free flowing IV solution; a second set was used which had the same problem; a third IV set functioned properly. Tubing was being used to administer a stat antibiotic to an unstable ccu pt, this problem resulted in a delay of the antibiotic to the prescribed dose due to the loss of antibiotic in the two defective IV sets during the priming of the sets.